Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a communication error b30. The issue was found at an unspecified procedure. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was not confirmed. In addition, evaluation of the device observed the following non-reportable finding: the logos on the body control unit were faded and peeling cement on the objective lenses; the bending section cover was cut, and the glue of the bending cover section was cracked. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the b30 error was not confirmed. However, the ob lens (master and slave) glue peeling off was due to physical and/or chemical stress during user handling. Although, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes a correction to b5 and d4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was extended by 5-10 minutes to troubleshoot the issue and change to a different scope. The procedure was completed using the new scope. No medical intervention was required. The patient was not impacted by the failure.